Manufacturer narrative:
Please note: this event was originally reported on in medwatch 2953161-2006-00098. However, this event involves both wlg325 (gore excluder aaa endoprosthesis) and wlg345 (gore introducer sheath) devices. Hence this medwatch, specific to the wlg345 device is being submitted.

Event description:
In 2006, this pt was implanted with a gore excluder aaa endoprosthesis. Pt anatomy included small, calcified and tortuous common iliac arteries. A conduit was placed for insertion of the devices; however, upon retraction of the 18fr sheath, external iliac artery was torn away from the common iliac artery at the level of the origin of the external iliac artery. The pt was converted to open iliac artery repair. The pt tolerated this procedure, however, ultimately expired the next day. Official cause of death is stated as mesenteric ischemia.